Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who underwent a spaceoar vue and fiducial markers placement procedure experienced a grade iii rectal wall infiltration. Review of the images revealed that the hydrogel was located in the anterior rectal wall. The patient is asymptomatic. It was reported that the patient will undergo an endoscopic procedure to evaluate the if the rectal mucosa does not show issues with ulceration, to proceed with either moderately hypofractionated or conventional radiation.